Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a, annex g, d4 - primary UDI number, d8. Investigation ¿ evaluation: as reported, the ncircle tipless stone extractor was unable to open during a transurethral lithotomy (tul) procedure. The device was inspected and tested prior to use and the device worked properly. During the first use of the procedure, the device was inserted into the forceps channel of the flexible ureteroscope. When the device reached the desired site of the ureter, the basket did not open on the first attempt. The procedure was completed with another new device (details unknown) without any problems. A laser was used at the same time as the basket. The patient¿s anatomy did not keep the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label to cook for evaluation. Upon visual inspection, it was noted the basket loop at distal tip is unhinged, and the basket wire has been pulled from sheath. A functional test of the device confirmed the handle will actuate the basket from the sheath. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history found no related discrepancies or additional complaints on the final or sub-assembly lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: "do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: phone: (B)(6) g4 - PMA/510(k) #: exempt. H3: device evaluated by mfg = other (B)(4) -device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncircle tipless stone extractor was unable to open during a transurethral lithotomy (tul) procedure. The device was inspected and tested prior to use and the device worked properly. During the first use of the procedure, the device was inserted into the forceps channel of the flexible ureteroscope. When the device reached the desired site of the ureter, the basket did not open on the first attempt. The procedure was completed with another new device (details unknown) without any problems. A laser was used at the same time as the basket. The patient¿s anatomy did not keep the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.